Event description:
Right ureter cannulated and there was difficulty passing up the wires to the kidney. Finally, the operator of the device was able to utilize ureteroscope, and went up to kidney and back down. The stone was identified. A laser used to break up stone was extremely hard, but able to break off some pieces. Then attempted basket extraction: able to engage basket. Stone would not retrieve down, and had to leave portion of basket in ureter as it was wrapped around stone.ureteral stent was placed under fluoroscopy due to concern for damage to ureteral wall with significant manipulation.